Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the right internal carotid artery (rica) with the xact stent. After deployment of the xact stent in the rica, the patient experienced asymptomatic bradycardia and hypotension that resolved with atropine and neosynephrine in less than 48 hours. On (B)(6) 2010, the patient underwent coronary artery bypass graft surgery and was transferred to a rehabilitation facility on (B)(6) 2010. On (B)(6) 2010, the patient was found to have had multiple bilateral infarctions in the anterior and posterior circulation with confusion, somnolence, and weakness. The patient was transferred back to an acute care facility. The stroke was likely from an embolic phenomenon of unexplained source. The patient was given additional doses of plavix and the patients condition has improved. Additional information was later received indicating that this patient suffered a major, ischemic, ipsilateral stroke. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: plavix, aspirin. Stent: xact. There was no reported product deficiency. Cerebrovascular accident, bradycardia, hypotension, embolism and visual disturbances are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Since the patients stroke occurred after undergoing coronary artery bypass surgery, this event is being conservatively reported. The cause of the stroke remains unknown.